Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully on the 12th april 2011 and performed to specification up to the 13th september 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of mainly ten minutes duration were recorded between the 15th september 2015 and the last log entry on the 5th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.